Event description:
It was reported rab lab rn was in the process of preparing to access a port when she noted that the powerlocmax infusion set was contaminated straight out of a sealed package; there was a dark spot within the inner diameter of the luer lock connection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of foreign material was confirmed; however, the root cause was not identified. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. The sample was received with the safety mechanism not engaged. No use residues were observed. Small specks of unidentified dark material were observed within the luer orifice. Microscopic inspection of the sample confirmed the presence of black material adhered to the inside surface of the luer orifice. The material appeared granular and could be easily scraped off the plastic with an instrument. The material appeared to have been deposited within the luer orifice sometime following molding of the luer; however, the opened state of the packaging prevented identification of when in the product lifecycle that such deposition occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported rab lab rn was in the process of preparing to access a port when she noted that the powerlocmax infusion set was contaminated straight out of a sealed package; there was a dark spot within the inner diameter of the luer lock connection.